Manufacturer narrative:
On (B)(6) 2013, received a call from the consumer. Consumer stated the breast pump suction is to strong and is causing her breasts to bleed. Product requested to be returned for eval. On (B)(6) 2013, product was received for eval.

Event description:
On (B)(6) 2013, received a call from the consumer. Consumer stated the breast pump suction is to strong and is causing her breasts to bleed.